Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that in 2009 the patient sought treatment for low back pain and sciatic nerve. On (B)(6) 2009, the patient underwent a spinal fusion surgery from levels l5-s1 using rhbmp-2/ acs. Post surgery the patient suffered from severe pain in her lower back pain near the area of surgery. Patient lost flexibility in her back and had to be remain contended with radiating pain and numbness extending down into her legs and feet. The patient remains unable to move about unaided and has to rely on the use of a cane or walker to achieve a limited measure of mobility.